Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer indicated that the sensor glucose was 167 mg/dl and blood glucose was 476 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range and customer treated with a shot. Troubleshooting advised customer on proper insertion and site technique. No further details given and no further high blood glucose troubleshooting was performed.